Event description:
The patient reported that the keypad buttons have been intermittently unresponsive for the past (B)(6). He noted that the keypad buttons feel normal, spring back when pressed, and that they do not stick. The patient confirmed that the keypad is intact; denied exposing the pump to moisture; and stated that he wears the pump on his waist.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that all keypad buttons are intermittently responsive. It was observed that the up arrow key contact is misaligned. There was evidence of keypad adhesive found under all button key contacts.